Event description:
Patient was being moved at the completion of a surgical procedure from the steris bed to the gurney. Several failed attempts at trying to lock the steris bed and failed each time. In order to move the patient, the steris bed was steadied by multiple staff to transfer the patient to the gurney.